Manufacturer narrative:
The following fields have been updated based on corrected information from samples received for evaluation: b.5. Describe event or problem: it was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the sample hemolyzed. There was no report of patient impact. D.1. Medical device brand name: bd vacutainer® k2 edta (k2e) plus blood collection tubes. D.3. Medical device manufacturer: becton, dickinson and co., ¿ broken bow, ne / 68822. D.4 medical device catalog #: 367862. D.4. Medical device lot #: 2227130. D.4. Medical device expiration date: 31-dec-2023. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton, dickinson and co., ¿ broken bow, ne / 68822 g.5. PMA / 510(k)#: bk050036. H.4. Device manufacture date: 15-aug-2022. The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-aug-2023. H.6. Investigation summary: bd received 2 customer samples for evaluation (material 367862, lot # 2227130). The samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of april 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the sample hemolyzed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed.

Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes the sample hemolyzed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: -hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed.

Manufacturer narrative:
H.6 investigation summary . Material #: 368274. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted (lot # provided was not valid). Complaints for sample quality are under statistical control for the month of april 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Customer recommendation: attached is our techtalk® regarding hemolysis. A review of specimen handling parameters should be done for this tube type.

Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes the sample hemolyzed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: 2195480 was reported, however, this is not a lot# manufactured for this product. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.